Manufacturer narrative:
The device was returned to the manufacturer for device evaluation, and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via follow-up MDR with in thirty days of its conclusion.

Event description:
Catheter leaking at winged area where catheter is fused into winged section. Dressing change (B)(6), dressing checked daily by PICC team and hourly by rn. Dressing dry and intact, reinforced externally with no tension on line. PICC inserted(B)(6) 2015.